Event description:
Failure to alarm the dressing component was not compressed, but the device did not show any alarm. The customer replaced the canister with new one, the device started to work without problem.

Event description:
Failure to alarm the dressing component was not compressed, but the device did not show any alarm. The customer replaced the canister with new one, the device started to work without problem.